Event description:
The customer reported that they had 4 units of plasma derived from whole blood with a red tinge. The customer collected and processed the units per protocol, post-centrifugation the customer noted that the plasma looked hemolyzed. Terumo bct confirmed hemolysis in one of the units. The other three units had plasma hemoglobin levels within acceptable limits. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed for the one plasma unit with confirmed hemolysis, which is likely due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.